Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported tubing snapped above the chamber when the infusion started. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing snapped above the chamber was confirmed on the primary set. Visual inspection identified separation on the primary tubing from the output port of the smartsite y body valve proximal to the drip chamber. Further visual inspection under magnification of the tubing and smartsite y body valve indicated signs of insufficient solvent. Functional testing was not performed on the primary set due to the separation of the tubing. Dimensional analysis performed on the vinyl tubing of the primary set was within specification. Visual and functional testing of the two concomitant primary sets observed no leaking or separation on any of the components, tubing, or connections. The root cause of the tubing separation on the primary set was a manufacturing issue due to insufficient solvent applied at the junction of the vinyl tubing and y-site smartsite outlet port.

Event description:
The customer reported tubing snapped above the chamber when infusion started.